Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The mother of a customer reported via phone call that the insulin pump shuts off unexpectedly without giving alarms and stops giving insulin. Customer indicated that they have tried a battery change but it does not clear the alarm. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.

Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to mother board. Unable to perform the functional testing due to the blank display. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.